Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and also had keypad anomaly. The customer blood glucose was 46 mg/dl. The customer was treated with food. The customer reported that the enter and the arrow buttons do not consistently work. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer states that there is a response from a button. The customer declined troubleshooting for low blood glucose. The customer also stated that it took several clicks to scroll down to clear the alarm. The customer was advise to monitor and call back if issue persist . The insulin pump will not be returned for analysis.